Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection, the cs300 intra-aortic balloon pump (iabp) alarmed due to the catheter falling off. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the alarm was found to be inoperable during pre-use testing. The safety disk and mounting mechanism were replaced. After replacement, the device was tested and found to function normally before being released for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site telephone - (B)(6). Updated fields - b4, e1(initial reporter, event site telephone), g3, g6, h2, h11 corrected field - h6(component code).